Event description:
Physician reports that the cannula came through the cap while advancing it through a 'j' needle. The cannula punctured his glove and cut his thumb, drawing blood. The patient being treated by this physician reportedly had tested positive for hepatitis c, though physician reports no fluid contact. Physician has been tested for hepatitis c and results were negative.